Manufacturer narrative:
Device evaluated by MFR: the complaint product was received for device analysis. Media inspection of the device was performed and it can be observed that the pusher wire was kinked. The pusher wire and the introducer sheath were returned for this complaint. Visual inspection was performed and revealed that the main coil and the pusher wire were not interlocked. The introducer sheath was inspected, and no damages were found. It is important to know that it was necessary to cut the introducer sheath due the main coil was inside the introducer sheath. The main coil was stretched, kinked and the interlocking arm was detached. Microscopic inspection of the device was performed and revealed that the interlocking arm of the main coil was detached and the pusher wire was detached at mid solder joint section. Dimensional inspection of the pusher wire was performed and revealed that the distal solder joint o.d and the mid solder joint o.d could not be measured due this part was detached from the main coil and it was not returned. The remaining measured dimensions were within specification. Dimensional inspection of the main coil was performed and revealed that the number of the fiber bundles do not meet the specification. The remaining measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the coil could not be advanced from the catheter. A 22mm x 60cm interlock coil was selected for use in the abdominal aortic aneurysm. During the procedure, it was noted that the coil could not be advanced from the catheter. The coil was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed a detached interlocking arm and missing coil fiber bundles.

Event description:
Reportable based on device analysis completed on 12aug2022. It was reported that the coil could not be advanced from the catheter. A 22mm x 60cm interlock coil was selected for use in the abdominal aortic aneurysm. During the procedure, it was noted that the coil could not be advanced from the catheter. The coil was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed a detached interlocking arm and missing coil fiber bundles.

Manufacturer narrative:
Correction to field e1: initial reporter first and last name from zhihong zhang to xue guanhua. Device evaluated by MFR: the complaint product was received for device analysis. Media inspection of the device was performed and it can be observed that the pusher wire was kinked. The pusher wire and the introducer sheath were returned for this complaint. Visual inspection was performed and revealed that the main coil and the pusher wire were not interlocked. The introducer sheath was inspected, and no damages were found. It is important to know that it was necessary to cut the introducer sheath due the main coil was inside the introducer sheath. The main coil was stretched, kinked and the interlocking arm was detached. Microscopic inspection of the device was performed and revealed that the interlocking arm of the main coil was detached and the pusher wire was detached at mid solder joint section. Dimensional inspection of the pusher wire was performed and revealed that the distal solder joint o.d and the mid solder joint o.d could not be measured due this part was detached from the main coil and it was not returned. The remaining measured dimensions were within specification. Dimensional inspection of the main coil was performed and revealed that the number of the fiber bundles do not meet the specification. The remaining measured dimensions were within specification. No other issues were identified during the product analysis.